Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a vascular malformation and injection of glue. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 6.9mm diameter. It was reported that in the process of injecting glue, the apollo catheter end tip fell off. It was noted that the catheter encountered resistance within the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the procedure, the tip of the catheter prematurely detached. The cause of this detachment could not be determined. Similarly, the cause of the resistance experienced was not identified. The operator reported some resistance while advancing the apollo catheter, but the specific location could not be determined. No resistance was noted during retrieval. Upon removal, no kink or damage was observed on the catheter or any other devices. It was confirmed that the apollo tip remained embedded in the onyx cast, and there are no future plans to retrieve the detached tip. The procedure was completed using another catheter from the same company. The anatomical location of the apollo tip was not disclosed by the surgeon due to patient privacy concerns. No vessel calcification was reported. A continuous saline flush was administered and maintained by the IFU. The device was prepared as indicated in the instructions for use (IFU), including inspection and hydration.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was not returned. ¿ testing/analysis: the apollo catheter was flushed, water exited the distal tip. The ldpe overlap was measured to be 1.3mm, which is within specification (1.0-2.5mm). ¿ conclusion: based on the device analysis and the information provided, the customer's report of ¿catheter resistance¿ could not be confirmed. However, the customer¿s ¿tip premature detachment¿ report was confirmed. The event was reported to have occurred during embolization; however, no evidence of liquid embolic was found with the returned apollo catheter. Further clarification of the exact sequence of events is required. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire hydration. Regarding the apollo catheter distal tip detachment, detachment can occur due to patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. It is possible that the patient¿s moderate vessel tortuosity contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.